Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 288 mg/dl. Customer stated that the air bubbles are in reservoir. Customer was advised to deliver a 5 units fixed prime until air bubbles are no longer visible. Customer decided to do a reservoir change and still encounter issues with air bubbles. Customer was advised that we are sending replacement of sets and reservoir and will return sets and reservoirs.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.